Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Further review found that there was a stored episode of noise from six days earlier. Boston scientific technical services (ts) was consulted and discussed that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested further troubleshooting. The patient came in for troubleshooting and some noise was able to be reproduced but did not meet detection and appeared different than the noise from the stored episodes. The sensing vector on the s-ICD was reprogrammed and ts again was consulted for review. Ts noted that since the clinic did not capture the testing, they were unable to see the noise that was reproduced as there is no evidence of noise in the electrocardiogram provided. Ts also noted that review of a previous noise episode could indicate a potential electrode integrity issue. Ts suggested that further testing and x-ray be considered. The patient was scheduled for a follow up visit in a few weeks and the field representative stated they would suggest obtaining the x-ray. The patient was brought in and x-ray images were taken. They were sent to ts for review. Upon review, ts noted that electrode insertion into the header appeared good. However, due to image quality ts was unable to determine if there were any further concerns regarding electrode integrity. Ts recommended further testing in clinic and additional good resolution x-rays. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Further review found that there was a stored episode of noise from six days earlier. Boston scientific technical services (ts) was consulted and discussed that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested further troubleshooting. The patient came in for troubleshooting and some noise was able to be reproduced but did not meet detection and appeared different than the noise from the stored episodes. The sensing vector on the s-ICD was reprogrammed and ts again was consulted for review. Ts noted that since the clinic did not capture the testing, they were unable to see the noise that was reproduced as there is no evidence of noise in the electrocardiogram provided. Ts also noted that review of a previous noise episode could indicate a potential electrode integrity issue. Ts suggested that further testing and x-ray be considered. The patient was scheduled for a follow up visit in a few weeks and the field representative stated they would suggest obtaining the x-ray. The patient was brought in and x-ray images were taken. They were sent to ts for review. Upon review, ts noted that electrode insertion into the header appeared good. However, due to image quality ts was unable to determine if there were any further concerns regarding electrode integrity. Ts recommended further testing in clinic and additional good resolution x-rays. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that therapy was deactivated in the device and the patient was scheduled for a lead revision procedure. It was noted that during the procedure the physician plans to replace the electrode and perform a three-incision technique. They also plan to move the device more posterior and secure it with two sutures. During the upcoming procedure they will attempt lead manipulation to see the noise is able to be reproduced. During in office testing, when moving the tip of the electrode noise was seen. Ts noted that the signals on captured secg provided are consistent with the described tapping, leading to these mechanical noise artifacts. Ts noted that it further supports the need to ensure the electrode be deeply placed on fascia. Ts again noted the current x-rays were not conclusive to location. At this time the electrode remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Further review found that there was a stored episode of noise from six days earlier. Boston scientific technical services (ts) was consulted and discussed that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested further troubleshooting. The patient came in for troubleshooting and some noise was able to be reproduced but did not meet detection and appeared different than the noise from the stored episodes. The sensing vector on the s-ICD was reprogrammed and ts again was consulted for review. Ts noted that since the clinic did not capture the testing, they were unable to see the noise that was reproduced as there is no evidence of noise in the electrocardiogram provided. Ts also noted that review of a previous noise episode could indicate a potential electrode integrity issue. Ts suggested that further testing and x-ray be considered. The patient was scheduled for a follow up visit in a few weeks and the field representative stated they would suggest obtaining the x-ray. The patient was brought in and x-ray images were taken. They were sent to ts for review. Upon review, ts noted that electrode insertion into the header appeared good. However, due to image quality ts was unable to determine if there were any further concerns regarding electrode integrity. Ts recommended further testing in clinic and additional good resolution x-rays. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that therapy was deactivated in the device and the patient was scheduled for a lead revision procedure. It was noted that during the procedure the physician plans to replace the electrode and perform a three-incision technique. They also plan to move the device more posterior and secure it with two sutures. During the upcoming procedure they will attempt lead manipulation to see the noise is able to be reproduced. During in office testing, when moving the tip of the electrode noise was seen. Ts noted that the signals on captured secg provided are consistent with the described tapping, leading to these mechanical noise artifacts. Ts noted that it further supports the need to ensure the electrode be deeply placed on fascia. Ts again noted the current x-rays were not conclusive to location. Additional information was received that the s-ICD and electrode were explanted. The products are expected to be returned for analysis.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Further review found that there was a stored episode of noise from six days earlier. Boston scientific technical services (ts) was consulted and discussed that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested further troubleshooting. The patient came in for troubleshooting and some noise was able to be reproduced but did not meet detection and appeared different than the noise from the stored episodes. The sensing vector on the s-ICD was reprogrammed and ts again was consulted for review. Ts noted that since the clinic did not capture the testing, they were unable to see the noise that was reproduced as there is no evidence of noise in the electrocardiogram provided. Ts also noted that review of a previous noise episode could indicate a potential electrode integrity issue. Ts suggested that further testing and x-ray be considered. The patient was scheduled for a follow up visit in a few weeks and the field representative stated they would suggest obtaining the x-ray. The patient was brought in and x-ray images were taken. They were sent to ts for review. Upon review, ts noted that electrode insertion into the header appeared good. However, due to image quality ts was unable to determine if there were any further concerns regarding electrode integrity. Ts recommended further testing in clinic and additional good resolution x-rays. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that therapy was deactivated in the device and the patient was scheduled for a lead revision procedure. It was noted that during the procedure the physician plans to replace the electrode and perform a three-incision technique. They also plan to move the device more posterior and secure it with two sutures. During the upcoming procedure they will attempt lead manipulation to see the noise is able to be reproduced. During in office testing, when moving the tip of the electrode noise was seen. Ts noted that the signals on captured secg provided are consistent with the described tapping, leading to these mechanical noise artifacts. Ts noted that it further supports the need to ensure the electrode be deeply placed on fascia. Ts again noted the current x-rays were not conclusive to location. Additional information was received that the s-ICD and electrode were explanted. The electrode was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray inspection of the electrode found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.